Event description:
It was reported that prior to surgery, the trigger of the universal modular electric/ battery double trigger handpiece blocked and the device was always in rotation (running without input from the user). There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.